Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/16/2015 with the following findings. On investigation, the reported display issue was verified. The display lens was found to be scratched. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue with a scratched display. No information was provided regarding the legibility of the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.